Manufacturer narrative:
It was stated from the site that the patient was found down at home and his mother had been with him just minutes prior to the event. The mother heard a crash and found him face down and 911 was called and he was taken to the nearest hospital. It was stated that the patient never regained consciousness. CPR was initiated and stopped upon arrival to hospital. It was stated that the patient had been seen in clinic the day before had routine labs and was stated as looking good. It was further stated that there was no relationship with the event and the left ventricular assist device (lvad) and that there were no malfunctions with the device. No additional information available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Death and arrythmias are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient expired due to pulseless electrical activity (pea) arrest.  It was stated that there we be no autopsy was done and that no equipment will be returned, it will be used for training or destroyed on site. No additional information available.